Manufacturer narrative:
(B)(4). Failure investigation is in process and once it's completed, a supplemental report will be submitted.

Event description:
The customer reported complaint on lap top ventilator (ltv 1000) was shut down and was not ventilating. The reported ventilator was turned off by itself without any audible or visual alarm prior to the incident. The patient was then manually ventilated by their respiratory therapist in replacement of the ventilator. The respiratory therapist tried resolving issue by pushing re-start button to reset ventilator and heard sharp beep sound. The other respiratory therapist tried resetting ventilator by plugging into different outlet and the suspected ventilator resumed ventilating with the same settings as when it was on patient. The patient was then re-connected to the circuit without any incident and was closely monitored for about an hour and showed no signs of anomaly with ventilating. Patient's vital signs remained within normal limits while being monitored with the reported device. The customer reported that there was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.

Manufacturer narrative:
Results of investigation: carefusion certified service technician was not able to duplicate the reported issue (ventilator shut down). Visual inspection, calibration test, bench testing and four hours duration test was performed on the suspect device and no anomalies were revealed. All testing was performed by using golden test ventilator with all different test settings and showed passing results.